Event description:
A evar was being performed on (B)(6) patient. The case was performed according to IFU with the exception of the top cap deployment. In this case the top cap was released and deployed prior to contralateral gate cannulation. The main body was placed just below the lowest renal artery. The leg graft was the contralateral limb and landed within the left common iliac. The second leg graft was the ipsilateral limb and landed within the right common. All seal zones and overlaps were ballooned using a 32mm coda balloon. Upon final run an endoleak was noticed. He did retrograde injections on both limbs separately to see if the leak was from a type 2 but could not confirm. The surgeon then performed an oblique view and did another run. He visualized a leak from what he thought was a type 3 from the contralateral limb. Upon review of the CT he noticed there was some calcium at the aortic bifurcation. Another graft was placed across the area of concern and re-ballooned at the proximal and distal sealing areas. Another angio was performed which still showed an endoleak. Multiple views were performed including shooting runs with a balloon in each limb. The surgeon still felt there was a type 3 leak from above the flow divider of the contralateral limb. It was decided by the surgeon and one of his partners that they would extend the flow divider more proximally within the graft by placing limbs in each limb and matching them at the top just below the first sealing stent. A limb graft was place on the left side and another was placed on the right side. Both limbs were simultaneously ballooned using 12mm kissing balloons. A final run was performed again to which the surgeon felt the leak was gone.

Manufacturer narrative:
Event evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control (qc) and trends was conducted for the purpose of this investigation. The device history record was reviewed and nothing of note was observed. The zenith flex aaa endovascular graft bifurcated main body is shipped with an IFU. This document includes instructions for use, contraindications, warnings and precautions regarding use of this device statements regarding the risk and management of endoleaks and other potential adverse events are included. No adverse effects subsequent to the endoleak resolution procedure were noted. Our clinical expert reviewed this case information on may 24, 2015 and noted a type ii leak would present with a delay of significant sac filling, rather than the fast, dense fill associated with a type I or iii leak. For this endoleak to have been initially seen as a type 11, it must have therefore been slow / delayed. Further, he notes that the device lengths selected for the original repair would have placed the distal termination of the contra gate well above the aortic bifurcation, clear of any dangerous calcification there. (B)(6) suggests that smaller diameter legs might have better suited the body / limb diameter, and that the technique of moving the flow divider proximally, as was done here, is unlikely to seal large type ilil endoleaks, although it may seal very small main body type ill leaks "small type ia or type I endoleaks and large type I or type ill endoleaks would not have resolved through the described interventions." The multiple steps taken to identify the leak, including injection with limb occlusion, coupled with aggressive procedural anticoagulation could contribute to the presence of multiple type iii suture hole endoleaks. "The changing endoleak location and increased difficulty in characterization after left limb relining support multiple small type iii endoleaks through suture holes aggravated by aggressive anticoagulation." Type 111 endoleak in the main body was confirmed it was treated and resolved intraprocedurally with no further reported complications. It is not conclusive as to what the root cause of the endoleak in this complaint is endoleaks are a known complication of evar procedures. The appropriate internal personnel have been notified monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation.